Manufacturer narrative:
Correction: additional review of the reported event and the information obtained from the preliminary engineering evaluation clarified that there was no occlusion holding volume in the balloon, rather that there was a leak in the system.  As a result of the balloon leakage, the balloon was most likely collapsing on itself, causing the withdrawal difficulty through the sheath. The balloon deflation difficulty occurred while trying to remove the delivery system through the sheath and not during valve deployment, therefore this complaint is not MDR reportable. The balloon catheter was returned to edwards lifesciences for evaluation.  Preliminary engineering evaluation showed the device was returned inserted through the sheath.  The balloon material was bunched at the distal tip.  The sheath was unexpanded and soft tip damage was observed.  Leakage was confirmed under the strain relief.  This MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported during a transfemoral tavr procedure, post bav (edwards balloon catheter), while removing the balloon, the operator reported feeling a large amount of resistance at the tip of the esheath.  In order to troubleshoot, the physician re-advanced the balloon, added "a little" fluid, then pulled negative in order to pull the balloon into the esheath. This was unsuccessful and after trying again, the tech noticed that the fluid would not aspirate because there was a leak at the transition of the purple to the blue portion of the catheter.  Additional troubleshooting was attempted.  The leak point was held tightly by one tech so that the other tech could pull back on the syringe in order to get the balloon into the esheath, however this was unsuccessful.  The physician opted to pull the catheter out with the balloon tip outside of the esheath and a new esheath was quickly placed.  The valve placement was successful, and the patient was stable throughout the procedure.  Post sheath removal, no extravasation was seen on angio.